Manufacturer narrative:
The manufacturer previously reported an allegation on an everflo concentrator that got so hot it melted the casing. The device was not in patient use, it was an out of box failure with only 758 hours. There was no report of smoke or flames. There was no patient harm or injury, and no medical intervention reported. The manufacturer received the everflo concentrator for investigation. The technician confirms the cosmetic warping of the compressor enclosure. There was no evidence of thermal damage or combustion found, just the deformation of the plastic housing. The unit meets iec 60601-1 and ul standards for self-extinguishing materials. The performance testing found the compressor struggling to overcome some sort of blockage. The compressor inlet manifold and adjacent plastic plugs were deformed, warped and embrittled. The manifold has 2 insertion tabs, and one was completely occluded. Once the occlusion was removed, the unit ran without issue and passed all testing. Evidence indicates the system cooling path was occluded at some point in the past. This is indicative of the unit not having adequate space between the end user's walls or other household items allowing proper cooling. This occlusion prevented the cooling path to cool the compressor and the compressor temperature likely elevated to the point of causing deformation of the enclosure plastic and the compressor manifold. There was no indication of a failure of the cooling fan itself.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation on an everflo concentrator that got so hot it melted the casing. The dme supervisor stated the cooling fan seems like it never started up, an out of box failure. The dme stated the inside case surrounding the compressor and fan area was distorted/ melted by heat. There was no report of smoke or flames. There was no patient harm or injury, and no medical intervention reported. The device has not been returned to the manufacturer. The dme is receiving a credit for the device, since no replacement can be sent. The unit was under warranty. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.